Manufacturer narrative:
Part 04.211.016, lot h227191: EU manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: december 06, 2016. Expiry date: november 01, 2026. Us manufacturing location: (B)(4). Manufacturing date: november 11, 2016. The component parts were reviewed and met specifications. The inspection sheet was reviewed and met inspection acceptance criteria. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the complaint condition is confirmed. Microscopic investigation shows clearly that the locking thread is badly damaged. The tread is plastically deformed what does not allow locking the screw head in the plate as foreseen. Also, the thread at the screw shaft is deformed. Most likely the screw was not properly aligned during insertion, as result; the thread came into hard contact with the plate which finally caused the reported damage of the threads. Also damages / plastically deformation identified at the star-drive recess clearly indicates exceeding applied mechanical force while insertion. Due to the deformation / damage, it is not possible to measure the dimension / shape of the locking threads. Therefore, we classify this as handling error while insertion and a manufacturing issue can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s identifier and weight are unknown. Additional device product code: hrs. Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for distal humeral fracture on (B)(6) 2017. After drilling was completed with variable angle (va) drill guide, the surgeon inserted the va locking screw with a screwdriver furnished with a tla (torque limiting attachment). Then, the locking screw just turned idly without being locked to a plate. The surgeon replaced with another locking screw and successfully fixed to the plate. The surgery was completed with a 15-minute delay. There was no adverse consequence to the patient. Concomitant devices reported: va drill guide (part # unknown, lot # unknown, quantity 1), screwdriver (part # unknown, lot # unknown, quantity 1), torque limit attachment (part # unknown, lot # unknown, quantity 1), plate (part # unknown, lot # unknown, quantity 1) this report is for one (1) 2.7mm ti va locking screw. This is report 1 of 1 for complaint (B)(4).